Manufacturer narrative:
(B)(4). Date sent: 5/5/2021. Additional information was requested and the following was obtained: when was the damaged to the device identified throughout the length of the procedure. After the bleeding started, the surgeon stopped the device and removed it from the trocar. He saw that the tip of the device was broken when he wanted to intervene in the bleeding area with using the seal feature was the device continued to be used after the damaged was identified or was it promptly replaced? No when they identified device was broken they did not use are any more unedited surgical videos available for further medical review? No we do not have. In the generator log, it was shown that the device was plugged and re-plugged into the generator several times. Can you explain why this occurred or the thought process behind it? The gen11 location was changed during the device setup before starting the case. May have been plugged in at this time.

Manufacturer narrative:
(B)(4) date sent: 4/22/2021 attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: when was the damaged to the device identified throughout the length of the procedure? Was the device continued to be used after the damaged was identified or was it promptly replaced? Are any more unedited surgical videos available for further medical review? In the generator log, it was shown that the device was plugged and re-plugged into the generator several times. Can you explain why this occurred or the thought process behind it? Investigation summary visual analysis of the returned sample determined that the nslx137c device was returned with the electrode separated. The device was connected to test equipment and the device performance was read off the device. It was noted that the device has been attached to the same generator four times. It was attached once and after a time it was attached a second time during this series the device experienced several ¿reposition jaw alerts¿ after which the device was reattached and the error occurred again. There was one last attachment with no alerts after the last attachment. There were a total of 495 activations with 275 minutes of device attachment to a gen11. The device was connected to the generator for functional testing. However, due to the missing electrode the functional testing could not be completed. It should be noted that product failure is multifactorial. Although no conclusion could be reach on how the electrode separated from the lower jaw. This is a photo analysis for a set of images / and a video submitted to ethicon endo-surgery for evaluation. Further review analysis was performed. Based upon reviewing the photos and video of the case provided along with the narrative included in the responses to the questions. The first observation is that while the photos show clear delamination of the device, in the video provided, it was not obvious that the delamination occurred prior to the time of the bleeding event. The video was reviewed several times. Unfortunately, it was of fairly short duration and because of the zoomed in nature of the video it was somewhat difficult to get proper perspective and identify anatomical landmarks. Making matters more difficult was that the suction catheter used during the procedure obscured the view at the critical time of the bleeding event. In spite of those limitations, there are a number of findings from viewing the video, specifically in relation to a number of statements made in the report. These statements are made with a reasonable degree of medical certainty. All quotes are from the report. ¿it was continued with omentum dissection. Renal vein was ruptured during omentum dissection and physicians paused dissection to intervene. When they took the device in their hands for sealing, they noticed that the lower jaw was split in two pieces¿. ¿how close was the renal vein at the time of omentum dissection? We are not sure¿ first, the statement of what portion of the operation was being performed seems at variance with the video evidence. With the caveats regarding the video as mentioned above, it would not appear this event occurred during the omental dissection but rather during the periaortic lymph node dissection. The pad of fat being dissected appeared to be to the anatomical left of the exposed aorta. The colon having been reflected medially; the left kidney was visible in the far-right aspect of the screen. If, as stated in the report, the surgeon was dissecting the omentum, it would have been nearly impossible to encounter the veins around the kidney. It should be noted that at no time during the video clip did the view of the device show evidence of the delamination seen in the photos taken. ¿was the surgeon attempting to transect and ligate the renal vein with the enseal? Yes¿ it would not appear from viewing the video that there was a specific intent to transect the renal vein at the time of the bleeding episode. The dissection being performed was to remove the fat pad adjacent to the aorta which presumably contained lymph nodes. The application immediately prior to the bleeding episode proceeded cleanly, although there was some tissue sticking observed as the device was withdrawn. The next application, which resulted in the bleeding, appeared to show appropriate tissue coagulation and was in a location which was superficial to the expected location of the renal vein. The anatomical location of the bleeding vessel appears more consistent with an adrenal or possibly phrenic vein. Anatomically, these two veins often drain into the left renal vein. Traction on either of these veins during dissection can result in tearing and result in bleeding from the vein within the jaws of the device or at the junction of the index vessel with the renal vein. Unfortunately, the view of the event was obscured by the suction device, but there did appear to be tension on the ¿bundle¿ of tissue and as the device was withdrawn the bleeding was encountered. As mentioned above, the video is not consistent with an intentional division of a renal vein. If it were, one would have expected to see evidence of a careful dissection to expose the vessel prior to applying the energy application. Rather what was seen in the video was typical of the type of dissection performed during a periaortic lymph node dissection. The tissue bundles, which frequently contain multiple small vessels are sequentially teased apart and the vessels controlled with energy separating the tissues. The bleeding vessel in this case was contained in or just adjacent to that bundle. It is relatively certain there was no intent to divide the renal vein (if in fact that was the vessel involved) as this was a ¿blind¿ maneuver (rendered somewhat more so due to obscuration of the view from the suction device). As such the bleeding could have been caused by a number of factors other than device failure including but not limited to tension while applying energy, sticking resulting in tissue/vessel tearing, incomplete vessel capture within the bundle, lateral thermal spread resulting in unintentional involvement of an adjacent vessel, or a combination of tissue sticking due to thermal spread from the hot jaw and unintentional vessel tearing when the jaw opened. When attempting to control larger vessels, precautions are taken to avoid the above risks when attempting to make use of an advanced bipolar device. Mitigation of those factors listed are all achieved surgically with a careful dissection and clear view of the target vessel prior to applying the energy and cutting. Moreover, most surgeons would not attempt to control a vessel with the diameter and blood flow of the renal vein (often greater than 7mm), with an advanced bipolar device, but rather make use of a stapler or locking clip.

Manufacturer narrative:
(B)(4). Batch #: u94z4x. Additional information was requested and the following was obtained: did the patient need a blood transfusion? Yes 2 units of blood was given. Did the procedure have to be converted to open procedure?yes. Was there any change in the procedure due to this issue? No. Was there a delay in the procedure? If so, how long? Nearly 1 hour delayed because of blood transfusion and open procedure decision. What is the patient current health status? Patient was discharged. Did the device cause, contributed, or was involved in the rupture of the renal vein?// the surgeon and we were not sure about this issue. After operation the surgeon thought that the renal vein was ruptured, possibly because the device did not perform the expected sealing. Was the surgeon attempting to transect and ligate the renal vein with the enseal? Yes . How close was the renal vein at the time of omentum dissection?// we are not sure why does the surgeon believe the deficiency of the device led to the rupture of the renal vein?// when he was trying sealing something went wrong and bleeding occured. Were there any generator alert screens? No alert screen was it the right or left renal vein?// we do not know. Approximately how long was device used in surgical procedure? Nearly 3.5 hours. Is a generator log available for review? No we did not get any log. What is the surgeon¿s experience with this device? It was surgeon¿s first time. What is the surgeon¿s experience with advance bipolar devices, such as the ligasure?// surgeon has experiment with ligasure for years. I confirm that the product has deteriorated from the first use. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the electrode missing from the device. The photo review from the complaint does show the electrode separated but attached to the shaft and therefore it is believed that the electrode was separated after the initial complaint. The device was connected to test equipment and the device performance was read off the device. It was noted that the device has been attached to the same generator four times. It was attached once and after a time it was attached a second time during this series the device experienced several ¿reposition jaw alerts¿ after which the device was reattached and the error occurred again. There was one last attachment with no alerts after the last attachment. There were a total of 495 activations with 275 minutes of device attachment to a gen11. The device was connected to the generator for functional testing. However, due to the missing electrode the functional testing could not be completed. It should be noted that product failure is multifactorial. Although no conclusion could be reach on how the electrode separated from the lower jaw. This is a photo analysis for a set of images / and a video submitted to ethicon endo-surgery for evaluation. Image: three images were provided, the images can be appreciated with the electrode and possibly the ceramic separated. Video: on the video provided a hemorrhage can be seen within the tissue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo and video analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a case of metastatic uterus ca, laparoscopic total hysterectomy was performed first. Nslx137c was used in all areas except the vaginal cuff. Lymph nodes were cleared. No bleeding or complications were encountered during this period. Since it was metastatic, it was continued with omentum dissection. Renal vein was ruptured during omentum dissection and physicians paused dissection to intervene. When they took the device in their hands for sealing, they noticed that the lower jaw was split in two pieces. The gen11 device did not make an unusual sound in any way. There was no problem in sealing. They continued the operation with a ligasure device. The total case lasted 5 hours, the event took place at the 4th hour of the procedure.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the (B)(6) device was returned with the electrode was separated and still attached to the device. The photo review from the complaint does show the separated lifted up but attached to the jaw. The device was connected to test equipment and the device performance was read off the device. It was noted that the device has been attached to the same generator four times. It was attached once and after a time it was attached a second time during this series the device experienced several ¿reposition jaw alerts¿ after which the device was reattached and the error occurred again. There was one last attachment with no alerts after the last attachment. There were a total of 495 activations with 275 minutes of device attachment to a gen11. The device was connected to the generator for functional testing. However, due to the missing electrode the functional testing could not be completed. It should be noted that product failure is multifactorial. Although no conclusion could be reach on how the electrode separated from the lower jaw. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Updated analysis of physical device than what was originally reported: correction medwatch.